Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, noise and oversensing were observed. Unipolar measurements were stable so the lead was programmed back to unipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was subsequently explanted and replaced with a competitive device. Visual inspection of the associated atrial lead identified lead damage due to subclavian crush which was determined to be the cause of the reported clinical observations. The device was returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient had sustained a fall prior to the reported out of range pacing impedance measurements. The physician has been following this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being submitted due to the completion of product evaluation.